Manufacturer narrative:
H2 and h3 were updated.

Event description:
It was reported to insulet on (B)(6) 2026 by an adviser at the medical practice (B)(6) (B)(6) that a patient had passed away at home while wearing a pod on their arm on (B)(6) 2026. The death was pronounced by the attending physician, dr (B)(6).. The reporter stated to insulet that the cause of death is suspected to be "ketoacidosis" but is pending confirmation. At this time there is no allegation of malfunction of the device. The location of the pdm is reported to be with the patient's sister. The location of the pod is currently unknown to insulet. The initial reporter did not wish to share further information at the time of reporting, including details such as patient information. To date, the patient has not been identified in insulet's system. Insulet has made attempts to obtain further information from the reporting healthcare professional which, to date, have been unsuccessful. A follow-up meeting is scheduled with insulet and the healthcare professional on(B)(6) 2026. A supplemental report will be submitted following the meeting if any additional information is provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the reporting healthcare professional. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Further information was obtained from the reporter and healthcare professional after a meeting on (B)(6) 2026. The description of the event, imdrf coding, lot#, serial#, model#, catalog#, primary UDI number, expiration date and manufacture date have been updated. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The pod was received for investigation. The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The download data from the pod showed that an 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The controller was received for investigation. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge, turn on, and boot up with no issues. After initialization of the application, a pod expiration alarm prompt was generated on the controller. Acknowledgement of the alarm resulted in the pod deactivation flow, though the pod was unable to be deactivated due to the pod having already been deactivated due to the alarm. The pod was discarded through the controller and the home screen could be accessed. Review of the android log files downloaded from the returned controller found that the pod reported was activated on (B)(6) 2026 and was not deactivated before the controller shutoff at 04:04 on (B)(6) 2026. The engineering logs showed that the controller battery depleted at this time and the controller was not charged and turned on again until the date of the investigation, at which point the pod was discarded. The logs show that the last valid estimated glucose value received by the controller from the pod was urgent high (greater than 400 mg/dl) received at 03:59 on (B)(6) 2026. The last sensor cycle that occurred prior to the controller shutoff was at 04:04 on (B)(6) 2026 and an invalid estimated glucose value of -1, indicating pod-sensor connection loss, was generated by the pod. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs when estimated glucose values were being received. Functionality testing of the controller found no issues that would contribute to the reported event. No evidence of issues with the controller was found during the investigation.

Event description:
It was reported to insulet on 07-apr-2026 by an adviser at the medical practice (B)(6). (B)(6) that a patient had passed away at home while wearing a pod on their arm on (B)(6) 2026. The death was pronounced by the attending physician, dr. (B)(6). The reporter stated to insulet that the cause of death is suspected to be "ketoacidosis" but is pending confirmation. A follow-up meeting between dr. (B)(6) and insulet occurred on (B)(6) 2026 where further details were obtained. It was suspected the cannula was not seated correctly in the infusion site as no visible mark from the cannula was visible on the skin when the pod was removed. The patient had attended omnipod training with insulet on (B)(6) 2026. The pod and omnipod 5 controller/personal diabetes manager were provided to insulet for investigation.